Event description:
The customer stated that she was hospitalized due to high blood glucose levels after receiving an error alarm and a blank display on the insulin pump. The customer experienced nausea, vomiting, excessive thirst, urination, irritability and abdominal pain. The customer stated that she got a low battery alarm, changed the batteries, and got a blank display. The customer removed the batteries for 2 hours, and when inserting new ones, she received an error alarm that cleared all of the settings. However, the customer only programmed the time and date, and she didn't know that the basal rates had been erased. Assisted the customer with the programming. The insulin pump passed the lead screw test, but the customer didn't have the tubing clamp for the high pressure test. The customer declined further troubleshooting as the insulin pump was working properly at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.